Manufacturer narrative:
The customer reported that system alarmed 2 minutes after one nurse was attending to a pt in cardiac arrest, but the exact time cannot be confirmed. A review of logs collected from the device indicated that multiple red alarm events occurred for this pt in 2008. The pt had 2 vfib alarms, 2 asystole alarms, 3 brady alarms and 2 vtach alarms, all which were silenced by the user. A review of the only strip provided indicated regular rhythm which deteriorated into a vfib. The users unfortunately discharged and removed data, so no additional info was available for review. Alarming options are adequately described in the central station IFU. The available info supports that there was no device malfunction occurring and supports that there was no clinical user error. There is no indication that there was a delay in treatment and no indication of what preceded the event.

Event description:
The customer reported that system alarmed 2 minutes after one nurse was attending to a pt in cardiac arrest, but the exact time cannot be confirmed.